Event description:
It is reported that during a revision surgery, the head wouldn't detach from the baseplate. This caused a 90 minute delay and the baseplate also had to be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.